Event description:
It was reported that pump displayed malfunction alarm with code malf 0, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully reset without malfunction recurring, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.